Manufacturer narrative:
The insulin pump was received with a completely broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube window, cracked battery tube threads, cracked casing at a display window corner, and a missing end cap sticker.

Event description:
The customer reported via phone call that the plastic rim that the reservoir screws into had fallen off. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the physical damage; the customer mentioned that when she removed her reservoir, plastic pieces from the reservoir tube fell to the floor. The customer did not recall how the damage occurred. The customer was advised to discontinue use of the insulin pump and revert to a medically prescribed back-up plan. The insulin pump was returned for analysis and a replacement device was shipped to the customer.